Event description:
It was reported the patient was undergoing a posterior lumbar interbody fusion (l4/5) for degenerative scoliosis on (B)(6) 2025. In the surgery, the surgeon inserted a conduit curved between the vertebral bodies via a tlif approach from the right side at l4/5. When the placement was checked using a c-arm, the lateral view showed it to be in the normal position. However, in the front view, it was confirmed that the cage was installed quite close to the insertion side (right side). When the surgeon tried to move the cage back into its normal position by applying a small amount of impact, the cage deviated from the space between the vertebrae and slid down near the front of the vertebrae. Although it was difficult to find where the cage was inside the body, the location was identified by checking the fluoroscopic images with a c-arm. The surgeon was able to remove it by using a small hook-tipped steel tool owned by the hospital to hook the cage and pull it up. The surgeon then attempted to insert the cage again at l4/5, but was unable to feel it was placed stably, so he ultimately filled the l4/5 space with bone graft instead. In addition, the surgeon performed fixation by firmly spreading bone grafts on the posterior and lateral sides with plf. The surgery was completed successfully with a sixty (60) minute delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device history lot: per franchise complaint product investigation procedure (B)(4) is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: when the surgeon attempted to insert the cage again at l4/5, the conduit straight was used. But he was unable to feel it was placed stably, so he ultimately gave up on inserting the cage and filled the l4/5 space with bone graft.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. Corrected: d4 primary UDI number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.